Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7451207) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: a yag was performed with no change. The patient had significant myopia and astigmatism. The lens os tilted, post capsular tension ring (ctr) placement on (B)(6) 2015, and a suture was used. The lens was explanted on (B)(6) 2015 due to z syndrome. The lens was exchanged for a lens of a different model. The patient''s current prognosis is "lens was exchanged with a 3 piece lens in the sulcus".

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptic plates missing. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7451207) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Additional information has been requested, but no additional information has been received.

Event description:
It was reported that the lens is scheduled for explant on (B)(6) 2015 due to asymmetric vault. No other information available. Additional information has been requested, but no additional information has been received.